Event description:
It was reported that during the procedure, the helix mechanism of this right ventricular (rv) lead could not be extended. A lead conductor fracture was suspected. Additionally, the impedances were high. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Please refer to section b5 of this report for the additional information. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried blood was observed in the helix mechanism which prevented direct test of the helix mechanism. Susceptibility of the ingevity active fixation mechanism to mechanical resistance is a known issue with a number of possible factors/causes. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of fracture or high pacing impedance allegations.

Event description:
It was reported that during the procedure, the helix mechanism of this right ventricular (rv) lead could not be extended. A lead conductor fracture was suspected. Additionally, the impedances were high. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: recent field reports indicate that the sole issue encountered during the implant procedure was difficulty with helix extension. No conductor fractures or high impedances were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried blood was observed in the helix mechanism which prevented direct test of the helix mechanism. Susceptibility of the ingevity active fixation mechanism to mechanical resistance is a known issue with a number of possible factors/causes. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of fracture or high pacing impedance allegations.

Event description:
It was reported that during the procedure, the helix mechanism of this right ventricular (rv) lead could not be extended. A lead conductor fracture was suspected. Additionally, the impedances were high. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for product analysis.